Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was pipeline treatment for recanalization of the region where a stent assist (atlas) was placed over a year ago. Since it could not be opened in the atlas placement region, tried wire pushing and system pushing with the deployment amount increased, but it did not deploy. After resheathed approximately 4 to 5 times, the stent distal side opened like a bugle shape resulting in poor deployment, so placement was abandoned. Another size (4-20) was used to deploy it and the procedure was completed. There were no symptoms reported. The pipeline was used for an indication that is approved. The device was prepared as indicated in the package insert. The patient was being treated for an unruptured, saccular aneurysm in the left internal carotid artery (near c2) with a max diameter of 8mm and a neck diameter of 5mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the aneurysm was fisher classification. The location was ophthalmic (c6). There was no deformation or damage in the device itself or in the stent. There were no abnormalities observed in the concomitant catheter. Additional information was received. It was reported that the cause of the failure to open the pipeline was not determined. The middle section of the pipeline did not open. The pipeline had been placed in a vessel bend when it failed to open. Additional steps included "massage with resheath and catheter."